Event description:
The patient underwent a cesarean section (c-section) where in seprafilm was applied. The patient presented to the hospital with ruptured membranes and developed a fever three days later. A c-section was later performed. There was no fever or inflammatory response postpartum. Seven days post operatively; fluid had accumulated in the anterior wall of the uterus. Drainage was performed under CT guidance, and a pathological examination of the fluid was conducted. The results of the pathological examination were chorioamnionitis stage 3. The film application site was on the uterine corpus below the incision, and there was some overlap with the site of inflammation. The physician suspected a causal relationship because the site of fluid accumulation was at the location where the seprafilm was applied. The patient recovered after the drainage. No further information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.